Event description:
See h10.

Manufacturer narrative:
Peritonitis is a known complication of a peg tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall.

Manufacturer narrative:
Reference record (B)(4). Corrected information in b5 and d6.

Event description:
On (B)(6) 2019 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube.

Manufacturer narrative:
Reference record (B)(4). B5: additional information.

Event description:
It was reported 25 sept 2019 that the patient was recovering after peritonitis. There were no more pain complaints, but there was more tiredness. The insertion site was still irritated with a red wound edge, there was mild pus, wound moist and exudate.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number 062910 is the us list number. The international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient had air and gastric juices in the abdominal cavity, and pain around the abdomen. CT scan showed that the liver had pressed the stomach wall down. This caused the external fixation plate to come lose and caused leakage. The peg tube was pulled back and fixated again. Patient reacts well on morphine and an unknown antibiotic for 3 days. Patient will stay at the hospital over the weekend for observation.